Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, which triggered a lead safety switch (lss), during which oversensing was observed. Programming adjustments were performed to revert the lead to a bipolar configuration. Additional in-clinic evaluation was planned to further assess and optimize rv sensing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.